Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead which was implanted in the his position was sensing and capturing the atrium and x-ray confirmed it had pulled back and was dislodged. The rv lead was removed and replaced. It was also reported that during the replacement of the rv lead the right atrial (ra) lead lost slack and dislodged and had to be repositioned and remains in use. No patient complications have been reported as a result of this event.